Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer via telephone. Cts advised the customer to perform a probe wash function and the leak was resolved. Bec field service was not dispatched to the site for this event. There were no further reports of leaks. (B)(4).

Event description:
The customer reported a few drops of diluent leaked from the probe of a coulter lh 500 hematology analyzer after probe wash. The customer stated the instrument had failed latron controls with low reticulocytes; the leak was discovered while troubleshooting the instrument. The leak was contained to the instrument. The instrument operator was personal protective equipment, which included a lab coat and gloves. There were no reports of biohazard exposure to the leak. There were no erroneous patient results generated in connection with the leak.